Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Approx 3 devices were received for evaluation; 2 events were confirmed during testing. Evaluation found 1 device had dried corrosion on the exterior but no component failures. Approx 1 device was found to be leaking and had a water damaged internal component. Approx 1 event was not confirmed during testing; evaluation found no active leaking or exterior substance. There were no remedial actions taken on these devices. These devices are not labeled for single-use.

Event description:
This report summarizes 3 malfunction events in which the device was reportedly leaking. There was no patient involvement; no patient impact.